Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was unsuccessfully occluded and was outside the uterine wall on the right") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain lower ("cramps") and dyspareunia ("dyspareunia"). The patient was treated with surgery (she underwent a hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: outside the uterine wall on the right. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.